Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used on (B)(6) 2012 during an esophageal variceal ligation (evl) in the upper esophagus. According to the complainant, during the procedure, the second band failed to release from the ligator head when deployed. The speedband device was withdrawn from the patient, and then the case was completed using a second speedband superview super 7 multiple band ligator device. Reportedly, the scope was not in a retroflex position and the procedure was delayed approximately 1 to 5 minutes. Additionally, prior to use, no damage was visible to the device or its packaging. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that all 7 bands were present; with all bands moved out of position and the ligator teeth presenting damage. Additionally, the suture was found to be broken with the distal portion attached to the wire loop of the trip wire. The tripwire was wound loosely on handle spool. If the trip wire had been properly secured and tension removed from system, the trip wire would have been wound tightly around spool. Further analysis of the handle slot and the trip wire revealed that the tripwire was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that it was cinched during use. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that seven bands were present on the ligator head, the suture was broken and the ligator teeth were damaged. Additionally, the tripwire was loosely wound around the handle spool, was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that this step was ever performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section 'to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.' The dfu then instructs the user to 'secure trip wire in slot on handle unit.' Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used on (B)(6) 2012 during an esophageal variceal ligation (evl) in the upper esophagus. According to the complainant, during the procedure, the second band failed to release from the ligator head when deployed. The speedband device was withdrawn from the patient, and then the case was completed using a second speedband superview super 7 multiple band ligator device. Reportedly, the scope was not in a retroflex position and the procedure was delayed approximately 1 to 5 minutes. Additionally, prior to use, no damage was visible to the device or its packaging. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.